Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that implant was removed due to pain. Patient return after 5 days with severe pain, implant removed. Tooth site # 13 symptoms as a result of the event: pain.